Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with instructions to reset the pump, assisted in resetting it, and ensured the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue recurred.